Manufacturer narrative:
Ok biotech check the returned meters and found: the current test is 1.4ua<55ua. Pass. The working voltage test is 400.2mv(400 +/- 3mv). Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.

Event description:
Pt called pdc on (B)(6) 2013 to report of medical intervention that occurred on (B)(6) 2013 at 8:11pm. Pt reported receiving a high reading of 325 mg/ml on his prodigy meter, with symptoms of anxiety and numbing in his toes. This prompted him to have his grandson drive him to the emergency room which was 10 minutes away. Medics were not called. The hospital drew blood for testing and the pt's glucose level came back as 110mg/dl. Pt was released a few hours later with a reading of 140 mg/dl. No treatment was given. Prodigy sent replacement meter and ts with prepaid envelope and requested return of suspect product(s).